Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient experienced reoccurring infections in axillae. The treating physician aspirated the affected areas and sent the culture sample 14 days post miradry treatment. Oral antibiotics (augmentin) were prescribed. The right axilla greatly improved after 2 days on the oral antibiotics while the left axilla still had redness. The treating physician lanced and drained thick red pus from the left axilla. IV antibiotics (ancef) were prescribed. By 21 days post-treatment, the treating physician stated the symptoms almost resolved. The culture sample results were positive for staph (bacteria) that was sensitive to augmentin. Oral antibiotics (augmentin) were re-prescribed. The patient noticed the right axilla had an area with a little drainage (no redness or swelling) at 83 days post-treatment. The treating physician unroofed the affected area and instructed the patient to dress it for the next 24 hours. By 90 days post-treatment, the patient contacted treating physician and reported the right axilla was still red and painful. Oral (augmentin) and IV (ancef) antibiotics were prescribed again. One year and 33 days post-treatment, the patient reported burning sensation and redness in his axillae. Oral antibiotics (cephalexin) were prescribed. The patient was referred to a dermatologist.

Manufacturer narrative:
Update: conclusion code: 67 no problem detected.

Event description:
Patient experienced reoccurring infections in axillae. The treating physician aspirated the affected areas and sent the culture sample 14 days post miradry treatment. Oral antibiotics (augmentin) were prescribed. The right axilla greatly improved after 2 days on the oral antibiotics while the left axilla still had redness. The treating physician lanced and drained thick red pus from the left axilla. IV antibiotics (ancef) were prescribed. By 21 days post-treatment, the treating physician stated the symptoms almost resolved. The culture sample results were positive for staph (bacteria) that was sensitive to augmentin. Oral antibiotics (augmentin) were re-prescribed. The patient noticed the right axilla had an area with a little drainage (no redness or swelling) at 83 days post-treatment. The treating physician unroofed the affected area and instructed the patient to dress it for the next 24 hours. By 90 days post-treatment, the patient contacted treating physician and reported the right axilla was still red and painful. Oral (augmentin) and IV (ancef) antibiotics were prescribed again. 1 year and 33 days post-treatment, the patient reported burning sensation and redness in his axillae. Oral antibiotics (cephalexin) were prescribed. The patient was referred to a dermatologist. Update: patient reported his dermatologist diagnosed his symptoms as contact dermatitis, which was caused by something in the patient's deodorant. Topical steroid cream prescribed. Patient switched to an odorless gel deodorant. Patient stated he was doing great.